Event description:
The following has been reported: biomed reported: pump failure. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a mechanical hardware failure (air compressor). Upon return, the device had a noisy air compressor. The device alarmed at start up and log files indicated a positive recharge failure. Recharge test was performed and unit failed as indicated. Removed and replaced air compressor and passed all functional testing. No other internal damage found.